Event description:
Caller reported an issue with incorrect time settings on the device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and instructed them to monitor the situation, advising further action if the time discrepancy reoccurs. Caller understood and acknowledged the advice.